Event description:
Additional information received from the company representative reported that the pump was replaced as it was at the end of service. The patient was doing fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was receiving bupivacaine, unknown morphine, and unknown baclofen via an implantable pump for non-malignant pain. It was reported that the hcp stated the patient came in yesterday for withdrawal symptoms. The hcp stated that the patient started hearing the pump alarming last night but was not sure how often the alarm was going off. The patient's spouse heard 1 beep from the pump. The hcp stated that the patient was not due for a pump refill for another week. The hcp was connected to the national answering service to page the local field rep. A rep called in a few hours later and stated that the patient was currently in the hospital with withdrawal symptoms. The rep interrogated the pumpand discovered a motor stall occurred on (B)(6) 2025 with no recovery in the logs. The patient currently has 8.1ml in the pump and a refill was due in 10 days. Causes of possible motor stalls were reviewed with the rep and they were educated that the patient should follow up with managing hcp for possible replacement or explant and to consider sending the pump back fo r analysis. No further issues noted at this time. Additional information was received on 2026-jan-06 from a home infusion nurse. They repeated information about the motor stall, and would like to know if the alarm could be silenced until replacement on (B)(6) 2025 and the patient was symptomatic. Silencing the active alarm on the home screen and extending alarm intervals was reviewed.